Manufacturer narrative:
The covidien technical support engineer (tse) assisted the user facility with troubleshooting the device via phone. The tse recommended the replacement of the breath delivery (bd) alarm assembly and alarm harness. During a follow-up with the reporter, it was found that he had ordered and received the replacement part however the repair had not been performed. The engineer stated he would perform the repair himself and will contact covidien if any additional problems are encountered. (B)(4).

Event description:
Covidien received a report stating that an 840 ventilator experienced an alarm cable alert, while being used on a pt. The pt was removed from the device and placed on an alternate ventilator. There was no report of pt injury.